Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that at night his sensor tells him he under 50 mg/dl and his blood glucose readings are between 90 mg/dl to 100 mg/dl when he checks. Customer so stated that the sensor makes him bleed at night. No further information reported.